Event description:
We received a report, from outside of the us, where a patient sustained unspecified burn wounds while using a barrier easywarm+ product. Sample is not available, product details, such as lot number are not available. Attempts to gather additional information have been unsuccessful. At this time no additional informaiton is available or expected. Due to a lack of information regarding the severity of the burn and what type of intervention was performed, along with a review of similar complaints that have been reported, we have assessed this as a serious event associated with the use of a molnlycke product and is considered reportable to the us FDA. Reassessment will occur if/when additional information is received.